Manufacturer narrative:
H.6. Investigation summary: one photo was received for investigation. There are no eclipse product in the photo, only the shelf label was shown. Hence unable to observe the safety shield broke off defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Conclusion: the reported defect cannot be confirmed as actual sample was not returned for evaluation. Therefore, root cause could not be determined. The complaint will be re-opened and re-investigated if the sample is returned. H3 other text : see section h.10.

Event description:
It was reported that bd eclipse¿ needle safety shield did not engage. This was discovered during use. The following information was provided by the initial reporter: material no.: 305787, batch no.: 8082132. It was reported the safety shield did not engage the needle because it had fallen off. Per email: customer has brought our attention to an issue with bd eclipse safety needles. Twice, while a nurse activated the safety feature, (using the one-handed technique) the pink safety shield came off and did not engage the needle. With an abundance of caution we are advising that you not use these needles until we have determined the cause of the problem.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. PMA/510(k)#: k980987(syringe); k161170 (needle). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd eclipse¿ needle safety shield did not engage. This was discovered during use. The following information was provided by the initial reporter: material no.: 305787, batch no.: 8082132. It was reported the safety shield did not engage the needle because it had fallen off. Per email: customer has brought our attention to an issue with bd eclipse safety needles. Twice, while a nurse activated the safety feature, (using the one-handed technique) the pink safety shield came off and did not engage the needle. With an abundance of caution we are advising that you not use these needles until we have determined the cause of the problem.